Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they experienced a manipulation issue on universal surgical manipulator (usm) 4. The tse reviewed the system log and confirmed the occurrence of errors 26015, 23007, and 23003 on usm 4. The user reported issues with the ums's extension and the up and down movement. The user was instructed to perform a hard reboot on the system. The procedure was completed with no reported injuries.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in remote fe, the 23007 error was found indicating wiggle test fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw motor module was inspected, and no faults could be identified.